Event description:
The customer reported that the pump declared alarm 20 while pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge with assistance from technical support, but the cartridge alarm recurred, preventing successful resumption of insulin therapy. Consequently, technical support decided to replace the pump, and the customer switched to multiple daily injections as a backup therapy. Technical support confirmed the shipping address and instructed the customer on placing the pump in storage mode before returning it. The customer acknowledged the instructions and agreed to return the pump within 10 days using a prepaid label.